Manufacturer narrative:
(B)(4). Date sent: 8/30/2024. D4: batch # 654c52. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and without a reload present. In addition, a battery was received along with the device. During the visual inspection, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 654c52, and no non-conformances were identified.

Event description:
It was reported that during a robotic assisted radical nephrectomy procedure that the stapler was fired, stapler line was intact and staples fully formed but the stapler was unable to be reloaded. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. After the procedure it was found that part of the reload was stuck in the stapler preventing it from being reloaded.